Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. A surgical intervention was performed to reposition the lead. The lv lead was not successfully repositioned because the physician was unable to access the coronary sinus. This lv lead was explanted. The patient will be referred to the physician for epicardial lead implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.